Event description:
Dual lumen dialysis catheter 13.5 french. When the patient came in this morning in 2001 for dialysis treatment, a hole was discovered just below the hub. No injuries was noticed when air was seen aspirating from the red lumen. Is still implanted, need a repair kit.